Event description:
It was reported that a patient underwent a bilateral inguinal hernia procedure in 2022 and absorbable straps were used. In the first surgery, when inserting the stapler into the trocar, the stapler started firing on its own. The doctor claimed to have removed the stapler, but it continued to fire outside the patient's abdominal cavity. At that moment, the doctor replaced the stapler and proceeded with the procedure without any further complications. Due to the stapler firing upon insertion, the doctor noticed that a staple had come loose inside the cavity, but could not locate it. Due to the extended duration of the surgery, the doctor decided to conclude the procedure and scheduled a diagnostic laparoscopy 18 hours later for further evaluation. During the laparoscopy, a loose staple was identified in the cavity, as well as a puncture in the intestinal loop and a buildup of fluid. The staple was removed, the fluid was drained, and the puncture was sutured. One month later, the patient came for a follow-up appointment and had progressed well, leading to their discharge. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: 1. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. A1. Confidential. 2. Name of index surgical procedure? Q2. Bilateral inguinal hernia. 3.the diagnosis and indication for the index surgical procedure? Q3. The surgeon who chose. 4. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Q4. Laparoscopic. 5. Were any concomitant procedures performed? Q5. No. 6. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Q6. Did not show any kind of adverse opinion. 7. What is the patient's current status? Q7. The patient is doing well. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Per review by ethicon, inc. Medical safety officer: the securestrap stapler is only activated through the intentional pulling of a trigger, requiring force. It is highly unlikely for the trigger to be automated and randomly discharge multiple staples. The shape of the securestrap staple is in the form of an anchor, which contradicts the claim of a puncture-like perforation. Accidental activation within the abdominal cavity, without making contact with any structure, would not generate enough pressure for a staple to puncture a distant organ.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected ethicon, inc. Medical safety officer rationale: ¿ the securestrap stapler is only activated through the intentional pulling of the trigger. It requires to apply a force in the trigger so it activates. It is highly unlikely for the trigger to be automated and randomly discharge multiple staples. ¿ the shape of the securestrap staple is actually in the shape of an u with pointed edges. Although, the risk of an organ perforation is minimal, unless the device is inadvertently triggered against the tissue.